Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer continued to use the existing cartridge. Customer's blood glucose (bg) was 587 mg/dl with high ketones levels. A correction bolus was delivered and water was consumed to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.